Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection of sets, one (1) bolt cutter cutting edge was chipped, two (2) depth gauge outer sleeve falls off due to missing bearing, one (1) depth gauge has a broken tip, one (1) guide sleeve has a broken/bent tip, one (1) cannulated stardrive twisted tip, two (2) screwdrivers has a broken tip. One (1) driving cap has a broken tip, one (1) extraction instrument was stripped insertion threads, one (1) handle with quick coupling has a broken handle, one (1) handle sleeve with unknown allegation: one (1) torque limiter and one (1) tension holder driver won't lock, and one (1) drill sleeve has an unknown allegation. There was no patient involvement. This complaint involves fifteen (15) devices. This report is for (1) blade/screw guide sleeve this is report 3 of 8 (B)(4) related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.017, lot: 9505477, manufacturing site: bettlach, release to warehouse date: 26. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the blade/screw guide sleeve (part #: 03.037.017, lot #: 9505477) was received at us customer quality (cq). Upon visual inspection, it was observed that the nub on the distal tip of the device had broken off. The device was not observed to be bent. The device was also missing the red line marking, the missing epoxy was investigated under a CAPA and does not require any additional investigation for this defect. There were scratches and nicks on the device but had no impact on the functionality of the device. No other issues were identified with the returned device. Device failure/ defect identified? Yes. Dimensional inspection: measured dimensions: distal tip od= conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint was confirmed for the blade/screw guide sleeve (part #: 03.037.017, lot #: 9505477) as the nub on the distal tip of the device had broken off and the device was also missing the red line marking. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential root cause could be due to unintended forces applied to the device. The missing epoxy was investigated under a CAPA. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.